Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer experienced hyperglycemia of approximately 350 mg/dl despite changing the accessories and increasing the basal rates, and she believes the insulin delivery of the infusion device is inaccurate. No adverse event was reported. The alleged product was requested for evaluation.